Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, the initial surgery was performed on (B)(6), but as a non-union was detected, revision surgery was carried out on (B)(6). A straight plate was removed, and the site was filled with iliac bone harvested from the patient. Photos were provided from the facility. No further information was provided.